Manufacturer narrative:
Patient information was not provided. (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). The customer attempted to reflash the pump and clear the nvmem, but the issue was not resolved. After flashing the unit, a white pixel appeared on the screen to the left of where the screen was touched. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the touch screen of the s5 double head pump did not work correctly during a procedure. The user reported that the touch screen only functioned in the upper zone. There was no report of patient injury.